Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during an open abdominal procedure performing a right hemicolectomy, the device was used to dissect the mesentery surrounding the colon. The device cut but did not seal the divided tissue which resulted in bleeding. After clamping the bleeder that was caused by the initial cut, the surgeon reevaluated the device and determined that the device was not working correctly. The surgeon opened another instrument and successfully completed the procedure. There was no pt injury. The blood loss was described by the surgeon as minimal.